Event description:
It was reported via repair work order that the zoom disengages during use due to damaged load cell weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by sending a load cell weldment to the customer. The customer will perform the repair.

Event description:
It was reported via repair work order that the zoom disengages during use due to damaged load cell weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.